Event description:
The following info was reported : 6f 11 cm bsc super sheath, mx6721 mynxgrip device, minimal disease was noted upon groin angiography. The balloon from the mynxgrip device lost pressure during the second stop. Manual compression was applied for 25 minutes. The pt was not hospitalized. Stick location: common femoral artery. Vessel size: 6mm. Procedure: peripheral.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1408503) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported that the pt had a history of pvd that could cause a balloon to rupture. It should be noted that per the mynx instructions for use (IFU), the safety and effectiveness of mynx have not been established in pts with clinically significant peripheral vascular disease in the vicinity of the puncture site.